Event description:
Related manufacturer reference number: 2017865-2022-14518. It was reported that during routine generator exchange that device interrogation revealed high pacing impedance and high capture thresholds on the right ventricular (rv) lead. During the procedure an insulation damage was noted on the atrial (ra) lead. The physician elected to add a suture sleeve to the ra lead and left the rv lead unaddressed. The patient was discharged from the hospital after the procedure.